Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, brown particles in shell and underweight. Additional analysis was performed which identified: broken shell and others displayed striated edge consistent with the use of a surgical tool and missing less than 25% of shell, cataloged as inconclusive. Based on the device analysis the final assessment is broken shell and others due to surgical damage and inconclusive.

Event description:
Physician reported right side rupture. Device was explanted.

Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported right side rupture. Device was explanted.